Event description:
This lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2013 due to fractured lead, no capture and impedance greater than 3200 ohms. The physician was dr. (B)(6) at medical center (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).